Event description:
The customer reported that the system exhibited multiple errors. Further information was received from the fse indicating that the system lock up. No patient serious injury or death was report related to this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The video controller pcb was evaluated and replaced. The system was tested and found to be working as intended and returned to service.